Manufacturer narrative:
Manufacturer date should be dec 7, 2012 rather than blank.

Manufacturer narrative:
(B)(4).

Event description:
The insulation of the power cable was melted due to a short circuit.